Manufacturer narrative:
The returned pump s/n: (B)(4) was evaluated. The pump was received in a used condition. The pump was functionally tested and the customer reported issue was not confirmed. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device was infusing too quickly, pm was set to infuse 50ml/hr. Vtbi 200ml. Infused 175ml and completed in 3hrs 25min.